Event description:
The manufacturer received information alleging an millennium oxygen concentrator had evidence of thermal damage to the power cord. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The manufacturer found evidence of thermal damage at the restraint portion of the power cord. There was no evidence of internal thermal damage to the device. Product labeling states to inspect the power cord for signs of wear or damage. The manufacturer concludes that there was no evidence of internal thermal damage to the device. The thermal damage found on the power cord that is consistent with the power cord being exposed to forces beyond its intended design. The manufacturer believes the device was set to close to a hard surface causing the power cord to bend and become weak at the restraint portion of the power cord.

Manufacturer narrative:
The device was returned to the customer unrepaired per customer's request.